Event description:
It was reported that the patient was unable to make adjustments using the patient programmer, both with and without the antenna. There was intermittent telemetry if the patient pressed the programmer against the ins pocket. It was noted that the ins had migrated significantly from the original pocket site, however, it was still able to be charged successfully and could be interrogated by the 8840 programmer without problems. It was determined that the patient programmer was malfunctioning. It was replaced, and the system was working great. It was later reported that the patient experienced coupling and or communication issues. For the past month the patient had felt like the implant was moving and flipped in the pocket. Sometimes the patient felt pain in the implant area when she sat due to how the implant was situated. The patient met with a manufacturer representative and was unable to charge. She could not get more than 2 coupling bars. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the reported issue was unknown. The implantable neurostimulator (ins) was replaced. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Recharger: model 37751, serial# unknown.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it had reduced capacity due to over-discharge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 50. Four of the last recharge records occurred on the same date, 09-aug-2012; the shortest was 1 minute and the longest 1 hour and 14 minutes. The coupling record of the last five patient charges is at 2 bars or less. The parameter trend diagnostic section of the trace report shows no patient usage after these recharge sessions. The battery discharged to the lock mode on 27-aug-2012. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The recharger had full coupling and the ins recharged for 2 hours and 39 minutes from 2.78v to 3.805v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 3 hours and 27 minutes bringing the battery voltage to 4.06v.